Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture. A revision procedure was performed where the physician experienced difficulty repositioning the lead, thus it was surgical abandoned and replaced. It was also noted that the patient had an epicardial lead trans thoracic placed. No additional adverse patient effects were reported.